Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had higher thresholds. As a result, during a normal device replacement procedure, the lead was abandoned surgically and replaced. This rv lead was later put back into service, as a result of an issue with the new rv lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.